Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon burst occurred. The unspecified target lesion was located within a calcified and tortuous unk vessel. A maverick 2 monorail 15mm x 2.0mm balloon catheter had been selected and advanced to treat the target lesion. The balloon was inflated and it "burst". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Pt's age: over 18 years old. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).